Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received insulin flow blocked alarms. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they tried different infusion sets or cannula lengths. The customer's mother stated that the insulin was not expired or denatured. The customer's mother stated that the sites were rotated. The customer's mother stated that the tubing was not bent or kinked. The customer's mother stated that they tried all remedies. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.